Event description:
Laser touch screen has a dead spot on the left-hand side. It will not allow you to activate any buttons or settings. Omniguide contacted for repairs, loaner unit shipped to the hospital. Outpatient surgery, excision lesion intraoral laser scheduled. Patient presented to perioperative services, preop assessment completed, periperhal IV catheter placed, and lactated ringers given. Loaner co2 laser (297326) was checked prior to surgery. Surgical tech was unable to get the screen to turn on, pass code would not work. Surgery was canceled and rescheduled for future date. Biomed is working with the vendor regarding equipment issues.